Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the up arrow button was working intermittently. The customer's blood glucose was 7.8 mmol/l at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
Act and esc buttons responded intermittently due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.